Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8fr sheath hole prior to a watchman procedure. The reportedly, after the proglide device was inserted, no bleedback was achieved from the marker lumen. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.